Event description:
The rptr did meter to hcp meter comparison tests. Rptr's meter reading was 163 mg/dl, and dr's meter (type unknown) had a result of 116 mg/dl. Rptr did not have any symptoms. Control testing was not done due to unavailability of supplies. On follow-up, it was noted that the rptr had been using the test strips for more than 5 months, and that rptr had never cleaned the meter. No further info was provided. No harm was alleged.